Manufacturer narrative:
The field service engineer (fse) went onsite and found a ¿speaker malfunction¿ alarm. The cause of the reported problem was the main board the fse replaced the main board to resolve the issue. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction. It is unknow if the device was in use at time of event, and there was no adverse event reported.